Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of labeled operating altitude range. There was no reported impact to customer's blood glucose. During troubleshooting, a new cartridge was loaded, and the issue did not reoccur.